Manufacturer narrative:
The pump powered up properly, and no failed battery test alarm was noted during testing. All operating currents were within specification. The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery and occlusion tests. The pump also had cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they were having trouble with the battery compartment. The customer's mother also reported that they received a failed battery test alarm. The customer's blood glucose was 252 mg/dl at the time of incident. The customer's mother stated that the failed battery test alarm recurred after placing a new battery. The customer's mother was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be replaced and will be returned for analysis.